Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the hospital for a normal follow up. Increased pacing threshold and pacing lead impedance were noticed. Externalized conductors were observed via x-ray. Lead remains implanted.